Event description:
It was reported that the device was found in back up vvi. Device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench as well as using automated test equipment, and an anomalous hv circuit was noted to be the root cause of the reported backup vvi.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.